Event description:
This is a spontaneous case report received from an adult female consumer of unspecified age in united states on 21-jul-2016 who had essure (fallopian tube occlusion insert) inserted. This case is part of a laypress about essure. After the procedure, the cramping did not stop. Mild spotting turned into very heavy bleeding for six weeks. Two weeks after that, consumer's doctor performed a hysterectomy, at the age of (B)(6). Patient contact information is not available. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she experienced very heavy bleeding for six weeks (interpreted as genital haemorrhage), a serious event due to its medical importance and listed in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, after the procedure a mild spotting turned into very heavy bleeding for six weeks. Two weeks after that, consumer underwent a hysterectomy. Considering the event's nature and the compatible temporal relationship causality cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical complaint has been sought.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-aug-2016: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she experienced very heavy bleeding for six weeks (interpreted as genital haemorrhage), a serious event due to its medical importance and listed in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, after the procedure a mild spotting turned into very heavy bleeding for six weeks. Two weeks after that, consumer underwent a hysterectomy. Considering the event's nature and the compatible temporal relationship causality cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.